Event description:
Monitor (gift) had been in use. Worked. Was brought to doctor to substantiate calibration. Found to be a total pts high (sys & dia). When contacted, manufacturer indicated was misuse (per instructions), and wanted it shipped at our expense both ways for checking. This is unacceptable for a consumer use device. Should be recalled.